Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that since her implant, the pt had been experiencing lack of control of her bowels, especially with urinary function. The pt was advised that she should contact her company rep as soon as possible to inform her of these issues. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.